Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During the procedure, the physician was unable to navigate the 3max reperfusion catheter well. The 3max reperfusion catheter was removed and the physician noticed the tip had become thin and was not used again.

Manufacturer narrative:
Result: the 3maxc was ovalized approximately 10.0 cm from the distal tip for approximately 5.0 cm in length. The 3maxc was measured to see if the shaft was stretched. The approximate length from the distal end of the hub to the distal tip was 156.7 cm. The product specification is (B)(4); therefore, the 3maxc was 1.7 cm out of product specification and confirmed as stretched. Conclusion: the complaint has been evaluated. The complaint indicates that the physician had significant trouble navigating the catheter through the patient's vessels and when the catheter was removed it was ovalized near the distal tip. Evaluation of the returned product confirmed that the distal tip of the catheter was stretched. The 3maxc was ovalized for approximately 5.0 cm in length. This type of damage typically occurs if the device is removed against resistance and excessive force during use, which causes the material to stretch and the inner diameter to collapse. The root cause of this complaint cannot be determined. These devices are 100% visually inspected during processing for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.